Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Per clinical review of the continuous ECG recording, the device was started up at 15:05:40 on (B)(6) 2022. At 18:48:29 on (B)(6) 2022, the patient's rhythm was an idioventricular rhythm at 40 bpm degrading to asystole with intermittent cardiac activity. At 18:48:48, the patient's rhythm was severe bradycardia at 10 bpm with CPR/motion artifact, intermittent cardiac activity, and electrode lead fall off. At 18:50:31, the patient's rhythm was severe bradycardia at 10 bpm with CPR/motion artifact, intermittent cardiac activity, and electrode lead fall off. From 18:54:57 to 18:55:57, the patient's rhythm was fine vf with CPR/electrode lead fall off. CPR/electrode lead fall off obscured the patient's rhythm and prevented the lifevest from treating the patient. At 19:08:05 on (B)(6) 2022, the electrode belt was disconnected.